Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the device has not been received.. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of heparin in which 250 ml infused in less than 2 hours. A ptt was drawn and was > 200 seconds after the over-infusion but returned to within normal range 3 hours later. The customer determined that the event pump module had a broken sear.